Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was unknown. Customer stated that there is crack and missing plastic on reservoir compartment and lcd screen. Customer stated that the medtronic sticker at the bottom of the pump came off as well. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced.

Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and the test reservoir does not stay locked in place due to reservoir tube lip damage. The insulin pump had cracked battery tube thread cracked case near display window corners, missing the reservoir tube lip o-ring, missing display window glass and missing end cap sticker noted. No cracks on the lcd screen noted.